Event description:
Overdelivery reported. The pump was received in biomed with a note indicating: "the device overdelivered 75 ml on piggyback." The user was rptr, rn. Multiple attempts to obtain further info have been unsuccessful. Nursing supv states no incident report was made, the only one with info would be rptr. It is assumed that there was no adverse pt effects since no formal report was made. The supv left two messages for the user to provide info to co, no callback has been received. The user does not answer pages with repeated contact to the account. Other nurses on the unit are not aware of any problems with a pump. No add'l info could be obtained.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury complaints for code 102 (overdelivery) for lifecare products is approximately 0.25/million sets.